Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was rising, and atrial pacing capture threshold was elevated. Analyst commented, atrial capture treshold rises out of range starting 17november2015. Atrial pace impedance rises throughout implant duration. Atrial pace impedance slow rises from 855 ohms (B)(6) 2015 to 1100 ohms by (B)(4) 2015; rises more rapidly and consistently between (B)(4) 2015 and (B)(4) 2015. (B)(4)

Event description:
It was reported that during follow up check atrial lead warning was confirmed, high lead impedance and fracture suspected. Pocket manipulation, and deep breath was performed, no noise was detected. From previous check up the output rate was confirmed to be increased. It was reported that the event may be related to patient condition myocarditis, and patient is also undergoing steroid therapy. The atrial remains in use, and patient monitored via follow up visits. Subsequent follow up visit, no noise detected via isometric movement, pocket manipulation and breathing test. The atrial lead remains in use, and patient will be monitored.